Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 536 mg/dl. The customer experienced a possible onset of diabetic ketoacidosis. The customer treated the high blood glucose with the insulin pump. Customer stated high blood glucose occurred when he corrected an overshot of insulin. Troubleshooting was declined due to customer not feeling well. The insulin pump will not return for analysis. It was not stated if the auto mode feature was in use.